Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the r/l pulley wire fluid damage, the mechanical base plate fluid damage, the zoom motor fluid damage, the pcb for remote control/zoom switch fluid damage, the objective lens fluid damage, the laser cut filter cloudy (not clear view), the image cloudy (not clear view), the suction channel buckled, the operation channel (primary) leak, the ethylene oxide gas valve (eog) loose, the segment worn out, and the u/d pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.